Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was decreasing. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had rapid battery depletion due to high right ventricular (rv) lead outputs. It was noted that the rv lead had a lead warning due to low impedance measurement. It was also noted that the r-wave amplitude was low and over time the bipolar rv impedance was varying and decreased. Reprogramming was done to turn the rv lead off and the device remain in use. No patient complications have been reported as a result of this event.